Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an indeterminate amount of time, with no continuous glucose monitor (cgm) sensor readings. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.